Event description:
The rumi cooper surgical uterine positioning system (ups) with sacral tip was entered into the pt and normally moves and manipulates smoothly. There was a lot of friction and too much resistance which caused a malfunction in the movement of the device.